Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
It was states that the error message "safety" read on screen. (B)(4).

Manufacturer narrative:
The reported failure was "safety error" message. According to service order report #(B)(4) dated on 2020-02-19 the unit returned to depot for repair. Service technician has performed no work on this device. According to service order #(B)(4) dated on 2020-03-04 following works has been done: adjusted belt tension per service manual and tested. All tests passed. 1year service, pm, calibration check, full functional test and safety check as per the service manual. All tests passed. The most probable root cause could be determined as incorrect adjusted belt tension. Thus the reported failure "safety error" could be confirmed. It is unknown when the event occurred, was the device being used for treatment or diagnosis of the patient the hl20 in question was responsible for this complaint/event. (B)(4), thus no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was states that the error message "safety" read on screen. Complaint #(B)(4).